Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed "self check failure -1003" and an unknown ''2174'' error messages. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The customer's report was not replicated or confirmed. The device was put through extensive testing including complete calibration, outgoing system testing and internal inspection without any duplicating the report. The device was recertified and returned to the customer. Review of the device forensic log did show the reported error possibly caused by hyperbaric chamber environment. Per the operator's manual, the device is not intended for hyperbaric operation. Use in a hyperbaric chamber can result in harm to the patient and/or damage to the device. Analysis of reports of this type has not identified an increase in trend.